Event description:
It was reported that the user experienced hyperglycemia with a glucose reading of approximately 250 mg/dl and a rising trend after a recent meal while using a new ilet pump, and troubleshooting and education were provided regarding initial pump adaptation to the user¿s routine and meals. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and continued monitoring with a planned follow-up call to confirm glucose decline. Investigation included user coaching and review of device use and recent meal timing. Investigation of this case revealed no device alarms or alerts and suggested expected early-use adaptation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with a likely contribution from physiological or behavioral factors associated with early device use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.